Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer found a brown substance inside the tubing. Over the course of the 3 days it continued its way through the tube but it never occluded it. It was assumed that it was blood but it was stated that it was located at the insulin pump end of the tubing and worked its way down. Customer thinks that if it was blood that it would have started from the site and gone the other way. Nothing further reported.